Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of back up vvi was confirmed in the laboratory. The device image was retrieved and reviewed and the reset was found to have been caused by a parity error. The cause of the parity error was believed to be due to exposure to cold temperatures. (B)(4).

Event description:
It was reported that prior to implant procedure, the device entered back up vvi mode. The device was replaced. There was no impact on the patient.